Event description:
It was reported that during implant, the right ventricular lead exhibited high capture thresholds despite multiple attempts. The lead was removed and replaced. The patient had no symptoms and remained stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.